Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer stated that a comparison study was performed showing high results for the elecsys prolactin assay (prl) and the elecsys dhea-s (dhea-s) assay on the cobas e 411 immunoassay analyzer (e411), when compared to results obtained from an immulite analyzer. Five patient samples for each assay were tested on the e411 at the customer's laboratory, and the immulite analyzer at another laboratory. This medwatch is for the prl results. Refer to medwatch with patient identifier (B)(6) for the dhea-s results. The customer stated that the high prl values do not fit the clinical pictures of the patients, he does not trust the values, and the immulite results fit the patients' clinical pictures better. It was requested, but unknown, whether any of the results were reported outside of the laboratory. However, the customer stated that in some cases, the high results have led to further unnecessary medical assessments for the patients. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. The serial number of the e411 was requested but not provided. There was no general issue found with the reagent. The prl assay detects macroprolactin to a higher degree than some other assays on the market. There may be single samples recovering slightly differently between assays, and this is due to different specificity and sensitivity. Product labeling includes instructions for polyethylene glycol (peg) precipitation of macroprolactin that can be used in cases of implausibly high prl results.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.